Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk, with osteoarthritis (kellgren-lawrence grade 2 with trace-mild prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On an unspecified date in 2001, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection (first course) in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the pt received second injection of synvisc. On (B)(6) 2001, the pt experienced synovitis of right knee. On unspecified dates in (B)(6) 2001, the pt developed right knee effusion and 18 cc of clear yellow fluid was aspirated. The pt received treatment with intra-muscular celestone (betamethasone) at a dose of 02 cc (frequency not provided) for both events. On (B)(6) 2001, the event of synovitis of right knee resolved. The action taken with synvisc treatment was not provided. The outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for both the events was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide relationship between synvisc and the event of right knee effusion. Follow-up information was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.